Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The reported blood glucose reading at the time of the call was 539 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer to discontinue using the insulin pump, but she stated that she will continue to use it. Advised the customer that her insulin pump trainer would be contacted since she is new to the insulin pump. Nothing further was reported.